Manufacturer narrative:
Sample information was not provided by the customer. The instrument is currently within qc specifications with respect to controls and reproducibility. Controls were run before and after the incident and recovered within assay limits. A field service engineer (fse) was dispatched on (B)(6) 2011 for this event. The fse investigated hgb reproducibility and carryover tests, and also checked hgb sub-system. All were performing within bec specifications. The fse also performed startup and ran qc. The fse returned the next day and indicated that mcv runs consistently higher than reference data and recommended the customer to perform a recalibration for mcv. Per the customer, there have been no additional reports of erroneous results from the instrument. Root cause is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 750 analyzer gave erroneously low hemoglobin (hgb) and high mean cell volume (mcv) results without instrument generated messages for nine (9) patient samples; however some samples yielded h&h check failed. The customer reported that hgb is running low intermittently on patient samples. Repeats on other instruments show higher hgb (correct) results. Data review showed the customer submitted five (5) samples showing low hgb and high mcv. The customer submitted an additional four (4) samples where the hgb was lower on the first run, but the difference between first and second run was within specifications; however the mcv was erroneously high on these samples. The results provided by the customer are shown in the attachment section of this report. No erroneous results were reported out of the laboratory. No death, injury, or change to patient treatment is associated with this event.